Event description:
Infection following a new pump and catheter implant was reported. The infection site was over the pump location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).